Manufacturer narrative:
The pump was not returned for evaluation. Mmdg has been unable to verify the complaint. A review of the pump's DHR showed no non-conformances during its manufacture.

Event description:
Mmdg received a complaint of an infusion ending sooner than expected. The patient's pump alarmed "up occlusion," and upon checking the bag, the patient's family member found that it was empty. He said he thought the medication "should still be running," and also stated that his wife had an appointment with her medical care provider "later today." No injury to the patient was reported. Mmdg also spoke with a nurse at the patient's provider's facility. The nurse committed to send the device to mmdg for evaluation. (B)(4).